Event description:
During a bilateral upper extremity angiogram, looking to treat a subclavian stenosis procedure, the user accessed the pt in both brachial arteries, but not with cook micropuncture kits. They used the stiffened micropuncture set from cook to access the femoral artery. The femoral artery was very calcified but they were able to access the femoral artery. The user exchanged to an amplatz wire and proceeded to attempt removing the micropuncture set outer catheter. At this time, it was noted that the outer catheter had broken in half inside the pt half of the broken catheter remained in the pt and had migrated to the buttocks. As the piece of the catheter did not inhibit blood flow in any way, the physician left the catheter piece in the pt. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence and did not require any additional procedure to this occurrence. The rest of the procedure went fine and no additional problems occurred. Per info provided by the rep on (B)(4) 2014, although requested, no additional details will be provided.

Manufacturer narrative:
(B)(4). The complaint device was not returned to assist in this investigation. Quality control (qc) confirms the type and outside diameter of the tubing for the catheter and that the surface of the catheter is smooth, clean and free of excessive dents and kinks and confirms the surface is clean and free of imperfection and the dimensions of the inner and outer catheters. Verification testing has evaluated the hub to shaft bond. Without return of the complaint device we are unable to determine with certainty what lead to this failure mode. However, based on the description of the event is possible that the device met resistance beyond its design due to pt anatomy and/or scar tissue. The separated piece was left in place. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. No additional actions required at this time. Per qera, additional action is not required at this time based on the associated risk.